Event description:
The manufacturer received information alleging a patient experienced respiratory infection while using a bipap pro biflex. The patient was diagnosed with copd, sinuses issues, sleep apnea and a chronic cough. The device settings during the event were reported to be unknown. During the event, the patient was stable. Clinical expert assessed and determined that the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, the alleged copd that resulted in the patient being hospitalized is assessed as not related to the device in this case. Also, thus far testing of the sound abatement foam has shown no evidence to suggest any potential exposure to foam vocs/particulates would result in any serious harm or death. The event is reportable due to recalled device with serious injury and non-serious injury. Believed that the device caused serious injury. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.